Event description:
A (B)(6) old male pt called zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the trunk cable connector was broken. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the broken trunk cable connector. The pt received a replacement electrode belt.